Event description:
The customer stated an architect i1000sr analyzer using reaction vessels of lot 71234p100 generated error code 1007, unable to process test, activated read error. The error was resolved by replacing the reaction vessels with those of a different lot. There was no adverse impact to patient management reported.

Event description:
This is a spontaneous report by a nurse from (B)(6) of intestinal infection and bacterial peritonitis with culture positive for e. Coli in a patient coincident with peritoneal dialysis (pd) therapy. On an unknown date, the patient developed an intestinal infection. On (B)(6) 2010, the patient was diagnosed with bacterial peritonitis with culture positive for e. Coli. The cause of the peritonitis was an intestinal infection. The patient did transfer to hemodialysis. It is unknown if the pd therapy was ongoing. It was unknown whether the peritonitis resolved. The reporter believed that the bacterial peritonitis with culture positive for e. Coli was not related to pd therapy. No statement of causality was given for the intestinal infection.

Manufacturer narrative:
(B)(4). Upon further review, the customer issue is now associated with remedial action reporting number 1415939-2/27/09-003-r, as the lot of the suspect reaction vessel was in use at the customer facility. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
Reporter reported to smiths medical (canada) that the transducer was leaking at the stopcock. During returned product evaluation, the stopcocks were found cracked and leaking. There was no patient injury or treatment associated with this event.

Manufacturer narrative:
(B)(4). Evaluation: the investigation unit has evaluated this customer complaint and has determined that it is not associated with remedial action reporting number 1415939-2/27/09-003-r and is therefore unassigned. This is the final report.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
The customer stated error code 1007, unable to process test, activated read failure had been occurring every day on the architect analyzer. Replacing the reaction vessel lot resolved the issue. No impact to patient management was reported.